Event description:
On (B)(6), it was reported by a sales representative via sems-(B)(4) that an ar-9091-01 hindfoot nail targeting guide was not aligning correctly for the proximal calcaneal screw. Fluoroscopic imaging confirmed that the screw slot was fully opened; however, the drill continued to contact metal instead of entering the slot. This was discovered during a pantalar arthrodesis using the ttc hindfoot nail procedure with no patient harm reported. To complete the case, the jig was repositioned to a medial-to-lateral orientation, and the team free-drilled to locate the slot within the nail, allowing measurement and implantation of the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.